Manufacturer narrative:
Pt info: unk. Date of event - unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Lens work order search-no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -2.5 diopter into the patient's right eye (od). Reportedly, the lens was "changed" due to refraction error. Attempts to obtain additional information have not been successful.